Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
The patient's mother also reported that when the patient's second vns was activated the patient experienced increased seizures, with the patient experiencing stronger and longer seizures after 2 or 3 vns adjustments. No other relevant information has been received to date.